Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the malfunction. It was not specified if the malfunction impacted the customer's blood glucose levels. A reset of the pump was successfully guided by technical support, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code appears again, and they accepted the option to resume the sensor session independently after the call.